Manufacturer narrative:
During a standard inspection of a returned customer scope, the service group found the pink colored probe unit was chipped. The bending cover adhesive was cracked. The scope cover at the control body was missing a label and the control knobs (up/down) have play and or were loose. The scope was repaired and returned to the customer. A review of the scope's repair history was reviewed and showed the scope was last serviced via repair on (B)(6) 2020. The scope was purchased on (B)(6) 2020. The original equipment manufacturer (OEM), performed a device history record review and no abnormalities were noted. The OEM determined that it was somewhat likely that an external force was applied to the distal end because the scratches on the acoustic lens were confirmed by the image. It was speculated that the external force applied to the apical region resulted in the generation of this phenomenon. Olympus will continue to monitor the field performance of this device. The instruction manual provided the following information: do not apply shock to the distal end of the insertion section,particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result.

Event description:
The service center was informed by the user facility that during a therapeutic procedure, the evis exera ii ultrasound gastroscope had a cut/slit at the distal tip. There was no patient harm or injury reported.